Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 2 years 6 months post implant of this 21mm aortic bioprosthetic valve, it was explanted and replaced with a 21mm aortic bioprosthetic valve for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the reason for explant was aortic regurgitation along with severe degeneration caused by stenosis. The patient had severe heart failure with dyspnea upon minimal exertion. The patient had bilateral pleural effusions. A recent echocardiogram revealed normal left ventricular function with a mean gradient of 92 and a maximum velocity of 575 cm/second. The valve was explanted and successfully replaced. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: supplemental medwatch report# 2025587-2018-02727 was submitted with an incorrect aware date of 10-5-2018. The correct aware date for the supplemental information should be 10-17-2018. The date has been corrected with this regulatory report. If information is provided in the future, a supplemental report will be issued.